Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Glenosphere orientation guide - tip broken.

Manufacturer narrative:
The complaint description states that a few instruments on the glenoid tray were broken: 2307-95-000 - glenosphere orientation guide - tip broken; 2307-92-003 - locking screwdriver - teeth deformed on tip of screwdriver. The device associated to the complaint were returned for analysis. The DHR performed for both products did not reveal any anomalies that could be related to the issue reported on the complaint. Glenosphere orientation guide, lot 2399649: the returned glenosphere orientation guide presents an old design (B)(4) and break of the index metal. Previous investigations found the breakage of glenosphere orientation guide is due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via eco# (B)(4). The first batch of the new design is lot number 2761863. The complaint sample was manufactured prior to the change. CAPA (B)(4) was initiated on january 28, 2009 and completed on may 29, 2012. Locking screwdriver, lot 5090976: the returned locking screwdriver shows a wear having for origin the use. Previous investigations identified a trend for the teeth breaking. A quality review board meeting was conducted in july 2013 and identified a potential harm; documented in (B)(4). Mdd CAPA-(B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the breakage of the two instruments is related to product design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.